Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac has no audio alarms.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, the device was damaged by the customer. All components that were damaged were repaired to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.